Event description:
It was reported that no reading was reported. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient experienced no readings displayed on the receiver between 1 and 3 hours. On the same day around 10am, the patient started a new sensor session and took 80 units of insulin. The sensor went through the warmup; however, it never gives him readings due to the error. He started to feel dizzy and weak. His aide contacted emergency medical service, and they arrived around 10:40am. The blood glucose was 40 mg/dl. He was given orange juice and was transported to a hospital around 11:00am. The patient left the hospital without any medications. After eating around 1pm, his glucose values were stabilized, reading shown was 160 mg/dl. The patient was fine at the time of the report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.